Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18230880.

Event description:
It was reported that following a non device related surgery, the patients ipg had been non functional. The patient underwent an explant procedure wherein all devices were removed and not returned. The patient was doing well postoperatively.